Event description:
It was reported that the ventilator was cycling on a pt when the ventilator started to make a loud clicking sound. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The biomed discovered the inspiratory pressure transducer was defective. The biomed replaced the defective inspiratory pressure transducer, calibrated and performed functional checks. Ventilator passed all tests and performed to all MFR's specifications.